Event description:
The customer reported that the screen went black intermittently causing a loss of live image. There is no report of patient injury or death.

Manufacturer narrative:
No conclusion can be drawn as repair information is not available.